Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: (01/27/2016).on 01/26/2016, the reporter called back and stated the customer had been storing the test strips outside of the original vial. The reporter confirmed the alleged error message was not reproduced with test strips that were stored in their original vial.